Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that pt's cgm was reading 400 mg/dl. Pt took 16 units of insulin when bg was at 220 mg/dl only. The paramedics were called and they administered liquid IV of glucose solution to the pt. Cgm's alarms did not fail to alert pt as pt reports hearing the alarms. At the time of his call to dexcom technical support, pt reports feeling fine.